Event description:
It was noted that on initial checkout of the device after receipt the unit alarmed as intended, instrument malfunction. The alarm notified the technician that the unit was not operable. No patient involved.